Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. Approximately fifteen years and eight months after implantation, the patient underwent an x-ray that demonstrated fracture of several of the filter struts. Approximately two months later, the patient underwent a removal procedure to explant the fractured cordis trapease ivc filter. As a result, there remains several struts from the fractured filter in her right ventricle and lung. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. Approximately fifteen years and eight months after implantation, the patient underwent an x-ray that demonstrated fracture of several of the filter struts. Approximately two months later, the patient underwent a removal procedure to explant the fractured cordis trapease ivc filter. As a result, there remains several struts from the fractured filter in her right ventricle and lung. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. According to the discharge summary report, the patient had been admitted to the hospital for evaluation by trauma services and had been taken to surgery for open reduction and internal fixation of multiple fractures. The report also stated that the patient had a ¿greenfield¿ filter placed for deep venous thrombosis prophylaxis and was on fragmin; however, a page documenting miscellaneous charge items from the hospital, included a hand-written note indicating that a trapease vena cava filter number 466p306a quantity of 1 (one) had been charged to the patient by the operating room. Approximately fifteen years and eight months after the filter was implanted, the patient had a cervical spine x-ray for a history of neck pain. Spondylosis of the cervical spine, was confirmed. Additionally, the review of the lumbar spine series used for inspection of the vena cava filter, demonstrated fracture of several filter struts. Approximately fifteen years and ten months post implantation,the patient underwent removal of the permanent trapease inferior vena cava filter, using advanced techniques and biopsy forceps, inferior venacavogram, ultrasound-guided right internal jugular vein cannulation and ultrasound-guided right common femoral vein cannulation. The fractured inferior vena cava filter was successfully removed. A small amount of residual filter left in place secondary to a portion being extra caval and a portion being within the wall of the cava. Prior to beginning the procedure there were two pieces of the filter embedded into the right ventricle which was previously known but also an additional piece in the right lower lobe lung. Using ultrasound guidance, access was achieved in the right common femoral vein as well as the right internal jugular vein. Biopsy forceps were used to grasp the end of the filter and free it from the inferior vena cava wall. Once both the top and bottom of the trapease filter was grasped, the surgeon attempted to re-sheath the filter. As the filter was already fractured in half the superior posterior portion was easily removed. The inferior portion was also removed but there was residual filter left in place. One small sub centimeter strut of the filter was free in the inferior vena cava wall. Retrieval was attempted but unsuccessful and it ultimately embolized distally to the right ventricle. Multiple attempts were made to retrieve it with various snares and catheters and techniques that were also unsuccessful. Secondary to the patient being hemodynamically stable it was decided to leave this portion as is and follow it closely. The surgeons then turned their attention to the remainder of the filter. Multiple inferior venacavogram 's were performed which showed the residual filter likely to be extra cable or embedded within the wall therefore it was decided to terminate the procedure. The patient tolerated the procedure well and was transferred to the post anesthesia care unit in stable condition.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient was initially admitted to hospital as a result of trauma and underwent two separate surgical open reductions of multiple fractures. Two days after the second orthopedic surgery, the patient underwent filter placement as prophylaxis against deep vein thrombosis (dvt). The patient was noted to be on anticoagulation therapy at this time. More than fifteen and a half years after the filter implantation, the patient underwent a cervical spine x-ray for neck pain that revealed that several of the filter struts had fractured. Several fragments were noted to be embedded within the inferior vena cava (ivc). Two fragments were noted to be embedded within the right ventricle. Approximately two months later, the patient underwent successful removal of most of the filter. Initial findings indicated the two previously known embedded fragments within the right ventricle and a further fragment within the right lower lobe of the lung. The superior portion of the filter was easily removed. The inferior portion of the filter was removed with one fragment left free within the ivc. Attempts to retrieve this fragment were ultimately unsuccessful with embolization of this fragment to the right ventricle. Further attempts to retrieve this fragment within the right ventricle were also unsuccessful. Further fragments were noted to be embedded within the ivc and these were left in situ. The patient is reported to have tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, retrieval difficulty and migration events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported details indicate that retrieval was attempted almost sixteen years after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. Approximately fifteen years and eight months after implantation, the patient underwent an x-ray that demonstrated fracture of several of the filter struts. Approximately two months later, the patient underwent a removal procedure to explant the fractured cordis trapease ivc filter. As a result, there remains several struts from the fractured filter in her right ventricle and lung. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and migration could not be confirmed, and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut and migration of fractured struts could not be confirmed and the exact cause could not be determined. A clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The off-label use of this filter may have contributed to the migration of the fractured filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Possible other causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of basal cell carcinoma, smoking and mild anxiety. The patient is further reported to have undergone an earlier tubal ligation. The patient was initially admitted to hospital as a result of motorcycle accident with multiple bilateral upper and lower extremity fractures which were treated with multiple orthopedic surgeries. A computerized tomography (CT) scan done at the time of admission revealed extensive liver and spleen lacerations. The patient¿s hospital course was complicated by recurrent deep vein thrombosis (dvt). Two days after the second orthopedic surgery, the patient underwent filter placement as prophylaxis against dvt. The patient was noted to be on anticoagulation therapy at this time. The patient underwent placement of a trapease vena cava filter. Approximately one year and eight months after the filter implantation, the patient presented to the emergency room with right lower quadrant pain. This pain was reported to be recurrent and associated with menses and ovulation. A pelvic ultrasound was essentially normal with tiny ovarian cysts present. An abdominal x-ray revealed the filter in situ. The filter location appeared to be somewhat superior than expected for the inflow for the renal vein with the possibility of migration versus a more superior placement of the filter. Approximately five years and three months after the filter implantation, the patient presented to the emergency room with lower back pain and sciatica. Approximately nine years and a half years after the filter implantation, the patient began visiting a physician that noted continued use of narcotics since 2002 for back, leg and neck pain. More than ten years after the filter implantation, the patient underwent a cervical spine magnetic resonance imaging (MRI) study that revealed no acute abnormality with only mild lower cervical spine degenerative disc changes. No significant protrusion or stenosis was identified. A lumbar MRI study revealed vertebral endplate changes at l3-l4 with no etiology seen for the patient¿s radiating back pain into legs. More than fifteen and a half years after the filter implantation, the patient underwent a cervical spine x-ray for neck pain that revealed that several of the filter struts had fractured. Several fragments were noted to be embedded within the inferior vena cava (ivc). Two linear fragments were noted to be embedded within the right ventricular apex suggesting that the fractured filter fragments had migrated. Approximately two months later, the patient underwent successful removal of most of the filter. Initial findings indicated the two previously known embedded fragments within the right ventricle and a further fragment within the right lower lobe of the lung. The superior portion of the filter was easily removed. The inferior portion of the filter was removed with one fragment left free within the ivc. Attempts to retrieve this fragment were ultimately unsuccessful with embolization of this fragment to the right ventricle. Further attempts to retrieve this fragment within the right ventricle were also unsuccessful. Further fragments were noted to be embedded within the ivc and these were left in situ. The patient is reported to have tolerated the procedure well. A post-procedural x-ray revealed that most of the filter had been removed with a moderated right-sided retroperitoneal hemorrhage. There were two pieces of the filter in the right ventricular apex and retained strut fragments in the ivc that extended outside the lumen of the ivc posteriorly. In addition, the x-ray noted a tiny metallic fragment within the right anterolateral juxtarenal ivc which was likely embedded in the wall of the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted more than fifteen and a half years after implantation. The trapease vena cava filter is designed for permanent implantation. Six straight struts that contain proximal and distal hooks that are designed for fixation of the trapease vena cava filter to the vessel wall. The off-label use of this filter may have contributed to the migration of the fractured filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Retroperitoneal hemorrhage refers to the accumulation of blood in the retroperitoneal space and can present with flank bruising. Causes can include anticoagulation therapy, ruptured aortic aneurysm, ruptured renal aneurysm, acute pancreatitis, malignancy or from iatrogenic causes (e.g. Vascular access technique during percutaneous interventions). Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. Approximately fifteen years and eight months after implantation, the patient underwent an x-ray that demonstrated fracture of several of the filter struts. Approximately two months later, the patient underwent a removal procedure to explant the fractured cordis trapease inferior vena cava (ivc) filter. As a result, several struts from the fractured filter remain in the patient's right ventricle and lung. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. According to the discharge summary report, the patient had been admitted to the hospital for evaluation by trauma services and had been taken to surgery for open reduction and internal fixation of multiple fractures. The report also stated that the patient had a ¿greenfield¿ filter placed for deep venous thrombosis prophylaxis and was on fragmin; however, a page documenting miscellaneous charge items from the hospital, included a hand-written note indicating that a trapease vena cava filter number 466p306a quantity of 1 (one) had been charged to the patient by the operating room. Approximately fifteen years and eight months after the filter was implanted, the patient had a cervical spine x-ray for a history of neck pain. Spondylosis of the cervical spine, was confirmed. Additionally, the review of the lumbar spine series used for inspection of the vena cava filter, demonstrated fracture of several filter struts. Approximately fifteen years and ten months post implantation, the patient underwent removal of the permanent trapease inferior vena cava filter, using advanced techniques and biopsy forceps, inferior venacavogram, ultrasound-guided right internal jugular vein cannulation and ultrasound-guided right common femoral vein cannulation. The fractured inferior vena cava filter was successfully removed. A small amount of residual filter left in place secondary to a portion being extra caval and a portion being within the wall of the cava. Prior to beginning the procedure there were two pieces of the filter embedded into the right ventricle which was previously known but also an additional piece in the right lower lobe lung. Using ultrasound guidance, access was achieved in the right common femoral vein as well as the right internal jugular vein. Biopsy forceps were used to grasp the end of the filter and free it from the inferior vena cava wall. Once both the top and bottom of the trapease filter was grasped, the surgeon attempted to re-sheath the filter. As the filter was already fractured in half the superior posterior portion was easily removed. The inferior portion was also removed but there was residual filter left in place. One small sub centimeter strut of the filter was free in the inferior vena cava wall. Retrieval was attempted but unsuccessful and it ultimately embolized distally to the right ventricle. Multiple attempts were made to retrieve it with various snares and catheters and techniques that were also unsuccessful. Secondary to the patient being hemodynamically stable it was decided to leave this portion as is and follow it closely. The surgeons then turned their attention to the remainder of the filter. Multiple inferior venacavogram 's were performed which showed the residual filter likely to be extra cable or embedded within the wall therefore it was decided to terminate the procedure. The patient tolerated the procedure well and was transferred to the post anesthesia care unit in stable condition. According to the medical records provided for review, the patient is reported to have had a history of basal cell carcinoma, smoking and mild anxiety. The patient had been admitted after a motorcycle accident with multiple bilateral upper and lower extremity fractures which were treated with multiple orthopedic surgeries. The patient¿s hospital course was complicated by recurrent dvts. The indication for the filter placement was reported to be as prophylaxis for a deep vein thrombosis (dvt). The patient underwent placement of a trapease vena cava filter. Approximately two years after the index procedure, the patient was found to have a polyp in the colon. Approximately five years and three months after filter placement, the patient underwent a lumbar spine x-ray and a magnetic resonance imaging (MRI) for low back pain and bilateral leg pain and weakness. These studies revealed posterior disc space narrowing at the level of l5-s1 suggesting early degenerative disc disease. Additionally, a routine mammogram completed approximately two months after the MRI, revealed fibrocystic tissue with several small cysts and no solid nodules. Approximately nine years and six months after the filter was implanted, the patient began visiting a physician who noted continued use of narcotics since the year of implantation for back, leg and neck pain. The patient underwent another MRI for low back pain approximately fourteen years and nine months post filter implant, which revealed degenerative disc disease at the level of l5-s1 with foraminal stenosis and intra-sacral meningoceles or meningeal cysts. Approximately nine months after the MRI, while at a doctor¿s visit, the patient reported having experienced continued low back pain, weakness, numbness, tingling and stiffness. A month later, the patient underwent an x-ray for neck pain. It revealed that several struts of the filter were fractured. It further noted cervical spine spondylosis. Twelve days later, the patient underwent bilateral c4-c6 facet injections for osteoarthritis without relief. Approximately fifteen years and ten months after the filter was implanted, the patient was noted to have two pieces of the filter embedded in the right ventricular apex and another piece within the right lower lobe that had been previously identified. The patient underwent a procedure to remove the fractured filter with the use of biopsy forceps. The filter is reported to have been removed successfully with a small amount of residual filter left in an extra-caval location and another portion within the wall of the cava. The patient is reported to have tolerated the procedure well. A post-procedural x-ray revealed that most of the filter had been removed with a moderated right-sided retroperitoneal hemorrhage. There were two pieces of the filter in the right ventricular apex and retained strut fragments in the ivc that extended outside the lumen of the ivc posteriorly. In addition, the x-ray noted a tiny metallic fragment within the right anterolateral juxtarenal ivc which was likely embedded in the wall of the vena cava. According to the additional medical records provided for review, the patient presented to the emergency room (e.r.) With right lower quadrant pain approximately one year and eight months after the filter was implanted. This pain was reported to be recurrent and associated with menses and ovulation. A pelvic ultrasound was essentially normal with tiny ovarian cysts present. An abdominal x-ray revealed the filter in situ. The filter location appeared to be somewhat superior than expected for the inflow for the renal vein with the possibility of migration versus a more superior placement of the filter. Approximately three years and six months after this visit, the patient presented back to the e.r. With complaints of lower back pain and sciatica. Approximately ten years and four months after the filter was implanted, the patient underwent a cervical spine magnetic resonance imaging (MRI) study that revealed no acute abnormality with only mild lower cervical spine degenerative disc changes. No significant protrusion or stenosis was identified. A lumbar MRI study revealed vertebral endplate changes at l3-l4 with no etiology seen for the patient¿s radiating back pain into legs. The study appears to have been suggestive of gallstones. Medical records reviewed comprise of several office consultations status post ivc filter placement, including previous imaging results, office visits for pain management, wellness checks and refill requests for pain medication. Approximately fifteen years and nine months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for presence of other vascular implants and grafts. Results of the scan noted an ivc filter in place, with apparent fractures of the superior and inferior aspects involving multiple struts. Two linear metallic foreign bodies were visualized in the inferior aspect of the right ventricular apex suspicious for embolization of fractured strut fragments, in addition to cholelithiasis. About seventeen years and seven months post implantation, an office visit for pain medication refill noted an upper respiratory infection.

Event description:
Additional medical records were provided for review and comprised of pre and post ivc filter removal office visits. About fifteen years and two months after the filter was implanted, the patient underwent an office visit to discuss the results of an abdominal CT scan which reported an ivc filter in place, with filter struts projecting beyond the lumen of the ivc. There appeared to be fractures of the superior and inferior aspects of multiple struts. Two linear metallic foreign bodies were visualized in the inferior aspect of the right ventricular apex suspicious for embolization of fractured strut fragments. Cholelithiasis was reported as an incidental finding. About a month later, the patient had a follow up office visit for evaluation of ivc filter removal. The patient was noted to have sustained a polytrauma with multiple long bone fractures during a previous motorcycle crash, and the ivc filter was placed prophylactically during this hospitalization. The notes indicated that the patient did not experience a pe or a dvt and had a complex pelvic fracture which required surgical intervention, femur fractures, tib-fib fracture and bilateral wrist fractures and liver injury. About a month later, the patient underwent filter removal using a right common femoral vein and right internal jugular vein approach. Fluoroscopic spot films obtained prior to removal noted the known two strut fragments within the right ventricle in addition to severe fragmentation of the ivc filter prior to the removal attempt. There also appeared to be a tiny strut fragment in the right lower lobe of the lung, not previously seen in imaging and likely embolized in the interim. Using endobronchial forceps a large portion of the cephalad aspect of the filter was removed from the jugular approach, followed by several more fragments removed from the same approach. The caudal aspect of the filter was removed from the femoral approach. The entirety of the filter could not be engaged with forceps due to chronic fragmentation and a portion of the filter embedded within the cava wall and penetrating the caval wall. A follow up venogram was performed and demonstrated a small amount of extravasation of the ivc, this was treated with a coda balloon (32mm x 37mm) inflated for 1-2 minutes and then deflated. Repeat venogram noted no further extravasation of contrast. The patient was hemodynamically stable throughout the procedure with not evidence of cardiac arrhythmia. Eighteen days later, the patient had an office visit status post ivc filter removal and had done well postoperatively. The patient denied abdominal/ back pain, had no shortness of breath or chest pain. Most of the filter was removed, and a postoperative CT scan showed that all intraluminal segments of the filter was in fact removed. The patient did have one small strut embolize to the right lower lobe lung field (seen on chest x-ray). The pieces that have been chronically in the right ventricle myocardium are still present on the imaging and have not moved or shifted. Patient was pleased with results and on xarelto.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of basal cell carcinoma, smoking, tubal ligation and mild anxiety. The patient was initially admitted to hospital as a multiple trauma due to a motorcycle accident, with femur fractures, tib-fib fracture and bilateral wrist fractures and liver and spleen lacerations. The patient¿s hospital course was complicated by recurrent deep vein thrombosis (dvt). Additional records indicated that the patient did not experience a pe or a dvt but had a complex pelvic fracture which required surgical intervention. Two days after the second orthopedic surgery, the patient underwent placement of a trapease vena cava filter placement as prophylaxis against dvt. Approximately one year and eight months post implant, the patient presented to the emergency room with right lower quadrant pain. An abdominal x-ray revealed the filter in situ. The filter location appeared to be somewhat superior than expected with the possibility of migration versus a more superior placement of the filter. More than fifteen and a half years post implant, the patient underwent a cervical spine x-ray for neck pain that revealed that several of the filter struts had fractured. Several fragments were noted to be embedded within the inferior vena cava (ivc) and two linear fragments embedded within the right ventricular apex. About a month later, the patient underwent filter removal using a right common femoral vein and right internal jugular vein approach. Fluoroscopic spot films obtained prior to removal noted the known two strut fragments within the right ventricle in addition to severe fragmentation of the ivc filter prior to the removal attempt. There also appeared to be a tiny strut fragment in the right lower lobe of the lung, not previously seen in imaging and likely embolized in the interim. Using endobronchial forceps a large portion of the cephalad aspect of the filter was removed from the jugular approach, followed by several more fragments removed from the same approach. The caudal aspect of the filter was removed from the femoral approach. The entirety of the filter could not be engaged with forceps due to chronic fragmentation and a portion of the filter embedded within the cava wall and penetrating the caval wall. The caudal portion of the filter was removed with one fragment left free within the ivc. Attempts to retrieve this fragment were ultimately unsuccessful with embolization of this fragment to the right ventricle. Further attempts to retrieve this fragment within the right ventricle were also unsuccessful. Additional fragments were noted to be embedded within the ivc and these were left in situ. A follow up venogram was performed and demonstrated a small amount of extravasation of the ivc, this was treated with a coda balloon (32mm x 37mm) inflated for 1-2 minutes and then deflated. Repeat venogram noted no further extravasation of contrast. The patient was hemodynamically stable throughout the procedure with no evidence of cardiac arrhythmia. Eighteen days later, the patient had an office visit status post ivc filter removal and had done well postoperatively. The patient denied abdominal/ back pain, had no shortness of breath or chest pain. Most of the filter was removed, and a postoperative CT scan showed that all intraluminal segments of the filter was in fact removed. The patient did have one small strut embolize to the right lower lobe lung field (seen on chest x-ray). The pieces that have been chronically in the right ventricle myocardium are still present on the imaging and have not moved or shifted. The patient was pleased with the results and is on xarelto. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant images for review, the reported filter fracture, migration and retrieval difficulty events could not be confirmed, or a cause determined. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The trapease vena cava filter is designed for permanent placement. Six straight struts that contain proximal and distal hooks that are designed for fixation of the trapease vena cava filter to the vessel wall. The off-label use of this filter may have contributed to the migration of the fractured filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as twelve days. Retroperitoneal hemorrhage refers to the accumulation of blood in the retroperitoneal space and can present with flank bruising. Causes can include anticoagulation therapy, ruptured aortic aneurysm, ruptured renal aneurysm, acute pancreatitis, malignancy or from iatrogenic causes (e.g. Vascular access technique during percutaneous interventions). Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. Approximately fifteen years and eight months after implantation, the patient underwent an x-ray that demonstrated fracture of several of the filter struts. Approximately two months later, the patient underwent a removal procedure to explant the fractured cordis trapease ivc filter. As a result, several struts from the fractured filter remain in the patient's right ventricle and lung. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. According to the discharge summary report, the patient had been admitted to the hospital for evaluation by trauma services and had been taken to surgery for open reduction and internal fixation of multiple fractures. The report also stated that the patient had a ¿greenfield¿ filter placed for deep venous thrombosis prophylaxis and was on fragmin; however, a page documenting miscellaneous charge items from the hospital, included a hand-written note indicating that a trapease vena cava filter number 466p306a quantity of 1 (one) had been charged to the patient by the operating room. Approximately fifteen years and eight months after the filter was implanted, the patient had a cervical spine x-ray for a history of neck pain. Spondylosis of the cervical spine, was confirmed. Additionally, the review of the lumbar spine series used for inspection of the vena cava filter, demonstrated fracture of several filter struts. Approximately fifteen years and ten months post implantation,the patient underwent removal of the permanent trapease inferior vena cava filter, using advanced techniques and biopsy forceps, inferior venacavogram, ultrasound-guided right internal jugular vein cannulation and ultrasound-guided right common femoral vein cannulation. The fractured inferior vena cava filter was successfully removed. A small amount of residual filter left in place secondary to a portion being extra caval and a portion being within the wall of the cava. Prior to beginning the procedure there were two pieces of the filter embedded into the right ventricle which was previously known but also an additional piece in the right lower lobe lung. Using ultrasound guidance, access was achieved in the right common femoral vein as well as the right internal jugular vein. Biopsy forceps were used to grasp the end of the filter and free it from the inferior vena cava wall. Once both the top and bottom of the trapease filter was grasped, the surgeon attempted to re-sheath the filter. As the filter was already fractured in half the superior posterior portion was easily removed. The inferior portion was also removed but there was residual filter left in place. One small sub centimeter strut of the filter was free in the inferior vena cava wall. Retrieval was attempted but unsuccessful and it ultimately embolized distally to the right ventricle. Multiple attempts were made to retrieve it with various snares and catheters and techniques that were also unsuccessful. Secondary to the patient being hemodynamically stable it was decided to leave this portion as is and follow it closely. The surgeons then turned their attention to the remainder of the filter. Multiple inferior venacavogram 's were performed which showed the residual filter likely to be extra cable or embedded within the wall therefore it was decided to terminate the procedure. The patient tolerated the procedure well and was transferred to the post anesthesia care unit in stable condition. According to the medical records provided for review, the patient is reported to have had a history of basal cell carcinoma, smoking and mild anxiety. The patient had been admitted after a motorcycle accident with multiple bilateral upper and lower extremity fractures which were treated with multiple orthopedic surgeries. The patient¿s hospital course was complicated by recurrent dvts. The indication for the filter placement was reported to be as prophylaxis for a deep vein thrombosis (dvt). The patient underwent placement of a trapease vena cava filter. Approximately two years after the index procedure, the patient was found to have a polyp in the colon. Approximately five years and three months after filter placement, the patient underwent a lumbar spine x-ray and a magnetic resonance imaging (MRI) for low back pain and bilateral leg pain and weakness. These studies revealed posterior disc space narrowing at the level of l5-s1 suggesting early degenerative disc disease. Additionally, a routine mammogram completed approximately two months after the MRI, revealed fibrocystic tissue with several small cysts and no solid nodules. Approximately nine years and six months after the filter was implanted, the patient began visiting a physician who noted continued use of narcotics for back, leg and neck pain since the year of implantation. The patient underwent another MRI for low back pain approximately fourteen years and nine months post filter implant, which revealed degenerative disc disease at the level of l5-s1 with foraminal stenosis and intra-sacral meningoceles or meningeal cysts. Approximately nine months after the MRI, while at a doctor¿s visit, the patient reported having experienced continued low back pain, weakness, numbness, tingling and stiffness. A month later, the patient underwent an x-ray for neck pain. It revealed that several struts of the filter were fractured. It further noted cervical spine spondylosis. Twelve days later, the patient underwent bilateral c4-c6 facet injections for osteoarthritis without relief. Approximately fifteen years and ten months after the filter was implanted, the patient was noted to have two pieces of the filter embedded in the right ventricular apex and another piece within the right lower lobe that had been previously identified. The patient underwent a procedure to remove the fractured filter with the use of biopsy forceps. The filter is reported to have been removed successfully with a small amount of residual filter left in an extra-caval location and another portion within the wall of the cava. The patient is reported to have tolerated the procedure well. A post-procedural x-ray revealed that most of the filter had been removed with a moderated right-sided retroperitoneal hemorrhage. There were two pieces of the filter in the right ventricular apex and retained strut fragments in the ivc that extended outside the lumen of the ivc posteriorly. In addition, the x-ray noted a tiny metallic fragment within the right anterolateral juxtarenal ivc which was likely embedded in the wall of the vena cava.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of basal cell carcinoma, smoking and mild anxiety. The patient was initially admitted to hospital as a result of motorcycle accident with multiple bilateral upper and lower extremity fractures which were treated with multiple orthopedic surgeries. The patient¿s hospital course was complicated by recurrent deep vein thrombosis (dvt). Two days after the second orthopedic surgery, the patient underwent filter placement as prophylaxis against dvt. The patient was noted to be on anticoagulation therapy at this time. The patient underwent placement of a trapease vena cava filter. Approximately nine and a half year after the filter was implanted, the patient began visiting a physician that noted continued use of narcotics for back, leg and neck pain since the year of implantation. More than fifteen and a half years after the filter implantation, the patient underwent a cervical spine x-ray for neck pain that revealed that several of the filter struts had fractured. Several fragments were noted to be embedded within the inferior vena cava (ivc). Two fragments were noted to be embedded within the right ventricle. Approximately two months later, the patient underwent successful removal of most of the filter. Initial findings indicated the two previously known embedded fragments within the right ventricle and a further fragment within the right lower lobe of the lung. The superior portion of the filter was easily removed. The inferior portion of the filter was removed with one fragment left free within the ivc. Attempts to retrieve this fragment were ultimately unsuccessful with embolization of this fragment to the right ventricle. Further attempts to retrieve this fragment within the right ventricle were also unsuccessful. Further fragments were noted to be embedded within the ivc and these were left in situ. The patient is reported to have tolerated the procedure well. A post-procedural x-ray revealed that most of the filter had been removed with a moderated right-sided retroperitoneal hemorrhage. There were two pieces of the filter in the right ventricular apex and retained strut fragments in the ivc that extended outside the lumen of the ivc posteriorly. In addition, the x-ray noted a tiny metallic fragment within the right anterolateral juxtarenal ivc which was likely embedded in the wall of the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted more than fifteen years after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported pain and retroperitoneal events experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of basal cell carcinoma, smoking and mild anxiety. The patient is further reported to have undergone an earlier tubal ligation. The patient was initially admitted to hospital as a result of motorcycle accident with multiple bilateral upper and lower extremity fractures which were treated with multiple orthopedic surgeries. A computerized tomography (CT) scan done at the time of admission revealed extensive liver and spleen lacerations. The patient¿s hospital course was complicated by recurrent deep vein thrombosis (dvt). Two days after the second orthopedic surgery, the patient underwent filter placement as prophylaxis against dvt. The patient was noted to be on anticoagulation therapy at this time. The patient underwent placement of a trapease vena cava filter. Approximately one year and eight months after the filter implantation, the patient presented to the emergency room with right lower quadrant pain. This pain was reported to be recurrent and associated with menses and ovulation. A pelvic ultrasound was essentially normal with tiny ovarian cysts present. An abdominal x-ray revealed the filter in situ. The filter location appeared to be somewhat superior than expected for the inflow for the renal vein with the possibility of migration versus a more superior placement of the filter. Approximately five years and three months after the filter implantation, the patient presented to the emergency room with lower back pain and sciatica. Approximately nine years and a half years after the filter implantation, the patient began visiting a physician that noted continued use of narcotics since 2002 for back, leg and neck pain. More than ten years after the filter implantation, the patient underwent a cervical spine magnetic resonance imaging (MRI) study that revealed no acute abnormality with only mild lower cervical spine degenerative disc changes. No significant protrusion or stenosis was identified. A lumbar MRI study revealed vertebral endplate changes at l3-l4 with no etiology seen for the patient¿s radiating back pain into legs. More than fifteen and a half years after the filter implantation, the patient underwent a cervical spine x-ray for neck pain that revealed that several of the filter struts had fractured. Several fragments were noted to be embedded within the inferior vena cava (ivc). Two fragments were noted to be embedded within the right ventricle. Approximately two months later, the patient underwent successful removal of most of the filter. Initial findings indicated the two previously known embedded fragments within the right ventricle and a further fragment within the right lower lobe of the lung. The superior portion of the filter was easily removed. The inferior portion of the filter was removed with one fragment left free within the ivc. Attempts to retrieve this fragment were ultimately unsuccessful with embolization of this fragment to the right ventricle. Further attempts to retrieve this fragment within the right ventricle were also unsuccessful. Further fragments were noted to be embedded within the ivc and these were left in situ. The patient is reported to have tolerated the procedure well. A post-procedural x-ray revealed that most of the filter had been removed with a moderated right-sided retroperitoneal hemorrhage. There were two pieces of the filter in the right ventricular apex and retained strut fragments in the ivc that extended outside the lumen of the ivc posteriorly. In addition, the x-ray noted a tiny metallic fragment within the right anterolateral juxtarenal ivc which was likely embedded in the wall of the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted more than fifteen years after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Perforation of the vessel wall, intimal tear and/or bleeding are known complications associated with retrieval of the filter. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. Approximately fifteen years and eight months after implantation, the patient underwent an x-ray that demonstrated fracture of several of the filter struts. Approximately two months later, the patient underwent a removal procedure to explant the fractured cordis trapease ivc filter. As a result, several struts from the fractured filter remain in the patient's right ventricle and lung. As a direct and proximate result of these malfunctions, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of her life. According to the discharge summary report, the patient had been admitted to the hospital for evaluation by trauma services and had been taken to surgery for open reduction and internal fixation of multiple fractures. The report also stated that the patient had a ¿greenfield¿ filter placed for deep venous thrombosis prophylaxis and was on fragmin; however, a page documenting miscellaneous charge items from the hospital, included a hand-written note indicating that a trapease vena cava filter number 466p306a quantity of 1 (one) had been charged to the patient by the operating room. Approximately fifteen years and eight months after the filter was implanted, the patient had a cervical spine x-ray for a history of neck pain. Spondylosis of the cervical spine, was confirmed. Additionally, the review of the lumbar spine series used for inspection of the vena cava filter, demonstrated fracture of several filter struts. Approximately fifteen years and ten months post implantation, the patient underwent removal of the permanent trapease inferior vena cava filter, using advanced techniques and biopsy forceps, inferior venacavogram, ultrasound-guided right internal jugular vein cannulation and ultrasound-guided right common femoral vein cannulation. The fractured inferior vena cava filter was successfully removed. A small amount of residual filter left in place secondary to a portion being extra caval and a portion being within the wall of the cava. Prior to beginning the procedure there were two pieces of the filter embedded into the right ventricle which was previously known but also an additional piece in the right lower lobe lung. Using ultrasound guidance, access was achieved in the right common femoral vein as well as the right internal jugular vein. Biopsy forceps were used to grasp the end of the filter and free it from the inferior vena cava wall. Once both the top and bottom of the trapease filter was grasped, the surgeon attempted to re-sheath the filter. As the filter was already fractured in half the superior posterior portion was easily removed. The inferior portion was also removed but there was residual filter left in place. One small sub centimeter strut of the filter was free in the inferior vena cava wall. Retrieval was attempted but unsuccessful and it ultimately embolized distally to the right ventricle. Multiple attempts were made to retrieve it with various snares and catheters and techniques that were also unsuccessful. Secondary to the patient being hemodynamically stable it was decided to leave this portion as is and follow it closely. The surgeons then turned their attention to the remainder of the filter. Multiple inferior venacavogram 's were performed which showed the residual filter likely to be extra cable or embedded within the wall therefore it was decided to terminate the procedure. The patient tolerated the procedure well and was transferred to the post anesthesia care unit in stable condition.according to the medical records provided for review, the patient is reported to have had a history of basal cell carcinoma, smoking and mild anxiety. The patient had been admitted after a motorcycle accident with multiple bilateral upper and lower extremity fractures which were treated with multiple orthopedic surgeries. The patient¿s hospital course was complicated by recurrent dvts. The indication for the filter placement was reported to be as prophylaxis for a deep vein thrombosis (dvt). The patient underwent placement of a trapease vena cava filter. Approximately two years after the index procedure, the patient was found to have a polyp in the colon. Approximately five years and three months after filter placement, the patient underwent a lumbar spine x-ray and a magnetic resonance imaging (MRI) for low back pain and bilateral leg pain and weakness. These studies revealed posterior disc space narrowing at the level of l5-s1 suggesting early degenerative disc disease. Additionally, a routine mammogram completed approximately two months after the MRI, revealed fibrocystic tissue with several small cysts and no solid nodules. Approximately nine years and six months after the filter was implanted, the patient began visiting a physician who noted continued use of narcotics since the year of implantation for back, leg and neck pain. The patient underwent another MRI for low back pain approximately fourteen years and nine months post filter implant, which revealed degenerative disc disease at the level of l5-s1 with foraminal stenosis and intra-sacral meningoceles or meningeal cysts. Approximately nine months after the MRI, while at a doctor¿s visit, the patient reported having experienced continued low back pain, weakness, numbness, tingling and stiffness. A month later, the patient underwent an x-ray for neck pain. It revealed that several struts of the filter were fractured. It further noted cervical spine spondylosis. Twelve days later, the patient underwent bilateral c4-c6 facet injections for osteoarthritis without relief. Approximately (B)(4) years and ten months after the filter was implanted, the patient was noted to have two pieces of the filter embedded in the right ventricular apex and another piece within the right lower lobe that had been previously identified. The patient underwent a procedure to remove the fractured filter with the use of biopsy forceps. The filter is reported to have been removed successfully with a small amount of residual filter left in an extra-caval location and another portion within the wall of the cava. The patient is reported to have tolerated the procedure well. A post-procedural x-ray revealed that most of the filter had been removed with a moderated right-sided retroperitoneal hemorrhage. There were two pieces of the filter in the right ventricular apex and retained strut fragments in the ivc that extended outside the lumen of the ivc posteriorly. In addition, the x-ray noted a tiny metallic fragment within the right anterolateral juxtarenal ivc which was likely embedded in the wall of the vena cava. According to the additional medical records provided for review, the patient presented to the emergency room (e.r.) With right lower quadrant pain approximately one year and eight months after the filter was implanted. This pain was reported to be recurrent and associated with menses and ovulation. A pelvic ultrasound was essentially normal with tiny ovarian cysts present. An abdominal x-ray revealed the filter in situ. The filter location appeared to be somewhat superior than expected for the inflow for the renal vein with the possibility of migration versus a more superior placement of the filter. Approximately three years and six months after this visit, the patient presented back to the e.r. With complaints of lower back pain and sciatica. Approximately ten years and four months after the filter was implanted, the patient underwent a cervical spine magnetic resonance imaging (MRI) study that revealed no acute abnormality with only mild lower cervical spine degenerative disc changes. No significant protrusion or stenosis was identified. A lumbar MRI study revealed vertebral endplate changes at l3-l4 with no etiology seen for the patient¿s radiating back pain into legs. The study appears to have been suggestive of gallstones.